Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during use a ventilator had an alarm and ventilation stopped. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned the single board computer (sbc) printed circuit board (pcb). The service engineer evaluated the pcb and could not duplicate the reported event. The pcb was placed into a test fixture, powered on, the device passed the power on self test (post), started ventilating, was operated for a period of time and no issues were observed. The event history log was reviewed and it showed one entry for a system error. The reported event could not be duplicated but verified in the event history log.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.